Event description:
It was reported that prior to a coronary stent procedure, it was discovered that the outer packing is labeled as a 16 mm 3.0 nir w/sox monorail catheter, lot number 3284104. The inside pouch and product are labeled as a 16 mm 3.0 nir w/sox catheter, lot number 3247343.